Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system with prn adapter (non-dehp) 20 g x 1.00 in. Experienced a safety mechanism failure which was noted during use. The following information was provided by the initial reporter: safety device not activated for the needle when removing the needle. Consequences: dissatisfaction, feeling of no safety.

Manufacturer narrative:
H.6 investigation summary: one safety shield device with an exposed needle from the saf-t-intima product was provided for evaluation by our quality engineer team. As the entire component was not available for review, our quality team was unable to identify any damages or assembly errors that could have contributed to the reported incident. A device history record review was performed for the provided lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to this incident. Based on the investigation results, a definitive cause for the reported defect could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the production process for this defect and other emerging trends.

Manufacturer narrative:
Medical device brand name: bd saf-t-intima IV catheter safety system with prn adapter (non-dehp) 20 g x 1.00 in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system with prn adapter (non-dehp) 20 g x 1.00 in. Experienced a safety mechanism failure which was noted during use. The following information was provided by the initial reporter: safety device not activated for the needle when removing the needle. Consequences: dissatisfaction, feeling of no safety.